Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized to high blood glucose on (B)(6) 2021. Customer¿s blood glucose value was almost 700 mg/dl. Customer was treated with insulin drip and shots. Customer believed that the sensor did not properly read their blood glucose levels which led to the hospitalization. Customer declined to further troubleshoot. The insulin pump will not return for the analysis.